Event description:
On (B) (6) 2008, the patient was implanted with three gore excluder aaa endoprostheses. On (B) (6) 2010, a reintervention occurred. A gore excluder aaa iliac extender component was placed to treat a distal type-1 endoleak. The endoleak resolved. The patient tolerated the procedure. On (B) (6) 2010, follow-up computed tomography images revealed a persistent type-2 endoleak with aneurysm growth. The physician will continue to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. Further investigation is in process. Additional device related to this event: pxa260300/05549655, pxc141200/05708111.